Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed visual and functional testing with no faults found. The reported issue could not be confirmed. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2021 at 2:00 pm. The patient manages her diabetes with humalog insulin twice daily on a self-adjusting dose. The patient claimed she skipped her insulin when she was unable to test her blood glucose due to the reported issue. The patient reported developing symptoms of ¿blurry vision, weakness, thirst and dark urine¿ on (B)(6) 2021 at 8:00 am, but denied receiving any treatment. At the time of troubleshooting, the cca noted it was not the first time use of the product and there was no indication of misuse to the device. The cca documented that the correct test strips were being used for testing. The cca confirmed the patient was able to turn the meter on manually when the power button was pressed and when a test strip that did not turn the meter on was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged power issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began.

Manufacturer narrative:
(B)(4). Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.